Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Additional devices implanted and involved in this event: tgu404020/11820959, tgu454515/12661359, tgu454510/12632542. (B)(4).

Event description:
The following information was reported to gore through the global registry for endovascular aortic treatment ((B)(6)): on (B)(6) 2014, the patient underwent treatment of a descending thoracic aortic aneurysm whereby four conformable gore® tag® thoracic endoprosthesis were implanted distal to the brachiocephalic artery in zone 1. The patient tolerated the procedure. On (B)(6) 2015, follow up imaging showed the aneurysm measured 71 mm. On (B)(6) 2015, follow up imaging identified a proximal type I endoleak with aneurysm enlargement to 75 mm. On (B)(6) 2015, an additional aortic endograft was implanted for treatment of the endoleak. No further adverse events were reported. Additional information has been requested.

Manufacturer narrative:
Concomitant products: patient medications - atenolol, losartan, plavix, synthroid, metformin, protonix, aspirin.

Event description:
On (B)(6) 2014, the patient underwent treatment of an 8cm descending thoracic aortic aneurysm whereby four conformable gore® tag® thoracic endoprosthesis were implanted distal to the brachiocephalic artery in zone 1. The patient tolerated the procedure. On (B)(6) 2015, follow up imaging showed the aneurysm measured 71 mm. On (B)(6) 2015, follow up imaging identified a proximal type I endoleak associated with the tgu404020 with aneurysm enlargement to 75 mm. It was reported the aneurysm disease progressed, causing enlargement of the sac and the proximal type I endoleak. On (B)(6) 2015, an additional aortic endograft was implanted for treatment of the endoleak. The placement of the additional device reportedly resolved the endoleak, and the patient tolerated the procedure.